Event description:
Reportable based on device analysis completed on 15oct2014. It was reported that lost image occurred. An opticross¿ was used to view a unspecified target lesion, but it was noted that during the procedure lost image occurred. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good. However, device analysis revealed an open hole at the sheath lap joint section of the device.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed that a kink was observed in the tip assembly at 98.5 cm from femoral marker to the distal end. Kinks were observed in the telescope assembly at 69.2cm & 65.8cm from femoral marker to the proximal end. The telescope assembly was not able to properly pull back, advance, and retract. Since the telescope cannot advance the transducer distal housing (tdh) to the most distal position, the distance from the distal end of the transducer housing to the tip of the catheter was not measured. During flushing, fluid was leaking at the sheath lap joint junction between the blue sheath and clear imaging window tubing. During image characterization testing, no image appeared in the system due to electrical open at proximal. Imaging core windup was not found in the telescope assembly. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).